Manufacturer narrative:
The product was not returned for evaluation. Product manufacturing documentation was reviewed and no quality issues were identified.

Event description:
A kink occured on freeclimb 54 during the a stroke procedure. The kinked area was close to breaking off. Procedure was completed and physician confirmed no patient harm as the catheter was fully removed.